Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak from the connection between the medication cassette and the extension set. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: four (4) used products were returned for evaluation. Visual inspection found no damage or anomalies. Functional testing was performed where they attempted to fill each cassette with 250ml of red dye using an ICU medical provided syringe and during the filling process a leak was observed between the tubing and female luer of all cassettes. Further inspection of the bond showed spotty solvent coverage on all bonds. The luer tube bonds were separated and the tube and bond pocket were observed. Solvent channels were observed on all separations. The tube and luer were found to meet manufacturing specifications. The customers¿ problem was confirmed. The probable cause is due to a solvent application error during manufacturing in tijuana. A device history record could not be completed as no lot number was identified.